Event description:
Pt is well known to rptr. She is status post repair of false aneurysm with an ax-fem graft times four, most recently approximately one week ago. She was just seen in the office yesterday by dr and rptr and the graft was patent. There was no hematoma or ecchymosis and she was sent home. However, this morning at approximately 8:20, her husband notes that she started bleeding from her incision. It was quite profuse, he could not stop it and he called 911. Approximately 9:20 she arrived in the emergency room with asystole. Paramedics reported much blood on the bed. At present there was no bleeding at all but she has probably exsanguinated. They were able to start two #8 french central lines infuse massive amounts of electrolytes and type-specific blood and CPR. They did open the incision and clamp proximal and distal ends of the graft. The proximal end of the graft had disrupted again for reasons unknown and despite CPR and massive infusion of blood, they were unable to obtain a rhythm or a pulse and the code was called at approximately 9:30. Cause of death: exsanguination from rupture of ax-fem graft.